Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system had a hardware defect. The part was replaced and the system began functioning as intended. The system then passed the system checkout and was found to be fully functional. Missing device manufacture date. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection procedure. It was reported that the site experienced an alleged inaccuracy of about 3-5 millimeters during the case. This issue occurred during the navigation task. After the trace pattern, the surgeon felt accurate. Suddenly during the case, however, the surgeon no longer felt accurate. The surgeon checked known anatomical landmarks and did not feel accurate. The surgeon continued with the case and did not abort navigation. There was no surgical delay due to this issue, and there was no impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated. The archive from the procedure was reviewed by medtronic personnel. The archive was found to have a good registration pattern. It was noted that some points were embedded in the skin of the 3d model. The software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: no parts were replaced at time of system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.